Event description:
International affiliate reports "calibration went on ok but once implanted; the pressure stayed at "0". The captor was therefore replaced and the new one worked "ok". After being washed; the defective captor has been tested and didn't work."